Event description:
It was reported the recorder is undersensing which results in false asystole recordings. Cause may be positional related to the patient resting in bed with a loose pocket and device could not sense. It was further reported that the device was removed due to pain near the pocket. No patient complications were reported as a result of this event.

Event description:
It was reported the recorder is undersensing which results in false asystole recordings. Cause may be positional related to the patient resting in bed with a loose pocket and device could not sense. It was further reported that the device was removed due to pain near the pocket. No patient complications have been reported as a result of this event.

Event description:
It was reported the the recorder is undersensing which results in false asystole recordings. Cause may be positional related to the patient resting in bed with a loose pocket and device could not sense. The recorder remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation, however we did receive performance data collected from the device and have analyzed the data. It was found that the lifetime asystole counter reads 234 which indicates a diagnostics problem.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the performance data collected from the device and was analyzed. It was found that the lifetime asystole counter reads 234 which indicates a diagnostics problem. The actual device was analyzed and no anomalies were found.

Event description:
It was reported the the recorder is undersensing which results in false asystole recordings. Cause may be positional related to the patient resting in bed with a loose pocket and device could not sense. The recorder remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation, however we did receive performance data collected from the device and have analyzed the data. It was found that the lifetime asystole counter reads 234 which indicates a diagnostics problem.